Manufacturer narrative:
The product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, patient experienced flutter in the corner of eye with sudden movements, episodes of cloudy vision, which physician attributed to floaters. The patient also noted halos at night while driving, especially with oncoming headlights. These halos are less severe compared to pre-surgery but remain bothersome. Additional information was requested and received stating the patient was happy with vision but wanted to know if the fluttering in corner was normal.

Manufacturer narrative:
Correction information was provided in h.6. On initial medical device report (MDR) the FDA patient codes of e0845 and e0839 was submitted. It should have been e083803. The manufacturer internal reference number is: (B)(4).